Manufacturer narrative:
It was determined that the proximate causes of the issues noted were: bezel assembly replacement is due to the being recall affected. Rubber motor mount damage associated to wear.

Event description:
The device had a worn component.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Service determined that the proximate causes of the issues noted were: bezel assembly replacement is due to the being recall affected. Rubber motor mount damage associated to wear. There was no reported patient injury. This device is used for therapeutic purposes.